Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte sds with stent in two pieces. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination presented no damage or irregularities in the tip. Microscopic examination and tactile inspection revealed that the shaft was separated at the exit notch. The separated ends appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. Microscopic examination and tactile inspection presented no damage or irregularities to the hypotube of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75mmx24mm liberte stent was advanced but was unable to cross the lesion. A few attempts were made to cross the lesion however the shaft of the stent delivery system was broken. The procedure was completed with a rebel stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75mmx24mm liberte stent was advanced but was unable to cross the lesion. A few attempts were made to cross the lesion however the shaft of the stent delivery system was broken. The procedure was completed with a rebel stent. No patient complications were reported and the patient's status was stable.